Event description:
Event verbatim (lower level term), (related symptoms if any separated by commas), it exploded and the fluid went everywhere (device malfunction), burned me and my boyfriend (chemical burn), singed my arm and was no hair (hair loss), it exploded (product quality issue). Case description: this spontaneous report originating from the united states as received from a consumer refers to a female patient of unknown age. On an unknown date the patient started therapy with dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover) for an unknown indication. No other co-suspects were reported. No concomitant medications were reported. On an unknown date the patient was burned due to the product exploding. The patient's arm was singed and there was no hair anywhere on it. No treatment information was reported. The action taken on the product was unknown. The patient reported that she had visited the emergency room on (B)(6) 2014 due to the events. The outcome of the events was unknown. The reporter considered the hair loss, burning and product exploding the fluid everywhere to be related to the dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover). The dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover) was not available for the investigation. For the dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover), the lot number was 4d01akk with an expiration date of april 2016 and the serial number was not available. This case is linked to (B)(4) (same reporter link). Additional information was not expected.

Manufacturer narrative:
(B)(4).